Event description:
Per the clinic, the device was explanted during a vestibular schwannoma resection procedure on (B)(6) 2012. It is unknown if there are plans to reimplant the patient with another device as of the date of this report, (B)(6) 2012.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Correction: the correct brand name is 'nucleus 24 auditory brainstem implant system'; not 'nucleus 24 channel cochlear implant system' as previously reported. Correction: the correct PMA # is 000015; not 970051 as previously reported. This report is filed october 1, 2013. Device is not available for analysis.

Manufacturer narrative:
Per the clinic, the patient will not be reimplanted with a new device. The device is not available for analysis. This report is filed (B)(4) 2013.